Event description:
It was reported that during the procedure, after passing the aneurysm location, the subject stent failed to open at the curved section in the cavernous sinus segment. The physician made multiple attempts to push the stent, but it still could not be opened. Subsequently, the subject stent was retracted and redeployed, yet it still failed to open at the curved section in the cavernous sinus segment. Considering the possibility of stent kinking, the physician performed angiography from multiple angles to observe the stent. The subject stent appeared flat in shape. Despite multiple attempts to push the stent and two instances of retracting and redeploying it, the stent still could not be opened. After approximately 40 minutes of attempting to deploy the subject stent, and after observing from multiple angles via angiography, the physician determined that the stent was suspected of being detached (part of the stent was deployed within the vessel, while the other part remained inside the microcatheter). The physician completely withdrew the microcatheter and subject stent system, replaced it with a new microcatheter and stent and the procedure was completed successfully with no clinical consequences to the patient.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release during the visual inspection, the device was returned with a microcatheter. The subject stent was advanced from the microcatheter without issue. The subject stent was intact, fully opened but deformed towards the middle, and the braid edges were frayed at both ends. The microcatheter was flushed and the stent delivery wire (sdw) was removed and found to be kinked/bent towards the distal end. The introducer sheath was not returned. The functional inspection was not performed. The reported complaint was confirmed based on analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that "the 15 mm-long distal part of the subject stent could be normally deployed and opened, but after passing the aneurysm location, the subject stent failed to open at the curved section in the cavernous sinus segment. The physician made multiple attempts to push the subject stent, but it still could not be opened. Subsequently, the subject stent was retracted and redeployed, yet it still failed to open at the curved section in the cavernous sinus segment. Considering the possibility of stent kinking, the physician performed angiography from multiple angles to observe the subject stent. The subject stent appeared flat in shape. Despite multiple attempts to push the subject stent and two instances of retracting and redeploying it, the subject stent still could not be opened. After approximately 40 minutes of attempting to deploy the subject stent, and after observing from multiple angles via angiography, the physician determined that the subject stent was suspected of being detached (part of the stent was deployed within the vessel, while the other part remained inside the microcatheter)". Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per directions for use (dfu) instructions. There was no indication of a user related issue. The anatomy was reported to be moderately tortuous. Product analysis found the subject stent was returned within the microcatheter. The subject stent was advanced from the microcatheter without issue and was noted to be deformed with both ends not fully frayed. The subject stent braid wires were compressed in the middle and were frayed and pulled at both ends. The distal stent delivery wire (sdw) was found to be kinked/bent. The significant damage to the subject stent indicates it was subjected to a considerable force during use. The introducer sheath was not returned. It is possible the patient¿s tortuous anatomy would also have contributed to the reported event. An assignable cause of procedural factors will be assigned to the as reported 'stent failed/unable to open (when not implanted)¿ , ¿stent deployed prematurely during use' and ¿stent deformed¿ and as analyzed ' stent deployed prematurely during use¿, 'stent deformed' and ¿sdw kinked/bent¿ will be assigned to this investigation as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.